Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficult to insert and remove the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 7fr, 18fr, guide wire: terumo 0.035 inch, heparin. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was achieved in a common femoral artery (cfa) using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. The arteriotomy was a 7fr. Reportedly, when attempting to reintroduce the .035" guide wire, the tip became stuck in the proglide device; however, the guide wire continued to be advanced into the vessel forming a loop. To keep vessel access the guide wire was advanced further into the vessel, and the proglide device was removed from the patient's anatomy with the guide wire tip remaining in the proglide guide wire lumen. Once the proglide was removed from the anatomy, the proglide device was aggressively pulled off the guide wire tip. Vessel access was maintained and a guiding catheter was introduced over the proximal end of the guide wire into the vessel. The guide wire was removed and a second .035" guide wire was introduced into the vessel via the guiding catheter. A second proglide was used to successfully place the second suture using the preclose technique. The sheath was upsized to an 18fr and the pevar procedure was completed. Hemostasis was achieved using the two pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.